Manufacturer narrative:
The customer's complaint that the autopulse platform (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the functional testing and the archive data review. The root cause of the ua07 was a failed load cell. The cracked front enclosure and load cell failure were likely attributed to mishandling, such as a drop. Unrelated to the reported complaint, a crack across the screw well area of the front enclosure handle was noted upon visual inspection. The root cause of the observed physical damage was likely attributed to user mishandling, such as a drop. The front enclosure was replaced to address the observed physical damage. The archive data indicated multiple ua07 around the reported event date, confirming the reported complaint. The autopulse platform failed the functional testing due to ua07 displayed upon powering up, confirming the reported complaint. The load cell characterization test revealed a failed load cell and was replaced to address the reported complaint. Following service, a load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was reported for the autopulse platform with (B)(6). Ccr 71312 was reported on january 03, 2023, and a load cell was replaced.

Event description:
The customer reported that the autopulse platform (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message and could not be cleared. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
**UDI related data quality updates only**